Event description:
Olympus received a maude report form (B)(4) that stated during a dilation and curettage, the tip of the vacurette cannulae broke off and fell into the pt and could not be retrieved until a diagnostic laparoscopy was performed. No pt injury was reported.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. If add'l info or if the device is received at a later time this report will be supplemented.